Event description:
A malfunction was reported on a customer's pump, with no notable events occurring prior to the issue. There was no adverse impact on the customer¿s blood glucose level. Despite no previous reset attempts within the last 24 hours, the customer reported multiple occurrences of the same malfunction. Technical support decided to replace the pump, as it was still under warranty. The customer will continue using their current pump and manual insulin delivery as backup. They were informed about the need to return the faulty pump to avoid additional charges and were advised to set up the new pump with updated software themselves.